Event description:
After 9 years from the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 october 2025. Stem: amistem h 01.18.136 amistem-h std. Size 6 (k093944) lot160645: (B)(4) items manufactured and released on04-may-2016. Expiration date:25-apr-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs manager. 9 years after primary cementless tha in a young female patient with very narrow femoral canals, the stem is no longer fixed and becomes painful. It is conceivable that the patient, going through the menopausal period, had some significant changes in her bones and the shape varied over time, making the stem size and shape no longer suited for the new bone. No reason to suspect a defective device at the origin of this revision surgery. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.